Event description:
According to the reporter, a caesarean section was performed on the female patient utilizing the generator and unknown bipolar forceps during the operation. One day post operatively, a skin irritation near the coccyx was detected on the patient and the reporter believed it to be a surgical burn related to the devices. When the technical inspection of the used generator was carried out by our technician, there were no errors detected and the test protocols are attached. Patient has non-serious injury.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by manufacturer. The investigation of the returned generator did not identify anything that would have caused or contributed to the reported event. The investigation checked the device according to the manufacturer's instructions and all tests have been carried out and passed. The investigation found the generator to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.